Event description:
As reported, during use in patient with this introducer, there was difficulties to insert the introducer into the patient. A new introducer was placed to solve the issue. The new introducer was placed removing all the components and starting the process from the beginning. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
A correction is being submitted for the g3 field "date received by manufacturer" for medwatch # 15991, since the correct date is apr 27, 2022.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the units go through a leak test as part of the manufacturing process. Additionally, as part of the gate valve manufacturing process, the units go through a visual inspection where the sheath is inspected for flash, dents, smoothness, brakes, and contaminations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Further engineering investigation was performed. Although a definite root cause could not be determined, it could be concluded that the inner diameter of the sheath hub being out of specification is potentially related to manufacturing process. As part of the hub molding process, the diameter of the core pin is verified, a sampling of the molded hubs is dimensionally inspected. No units of the impacted work order were available for inspection, however, the affected lot had been inspected and no unit was rejected. The manufacturing area where the hub molding process is performed was verified and no inconsistencies were observed. All the tools are labeled and segregated. Additionally, a personnel acknowledgment was provided to the manufacturing personnel to inform the manufacturing personnel about this nonconformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Finally, one introducer was received by our product evaluation laboratory for a full examination. The report of insertion issue was confirmed. As received, dilator got stuck when passing through sheath hub. Outer diameter of returned dilator was measured to be 0.1130" which was in specification. However, the inner diameter of the sheath hub was measured to be 0.109" which was out of specification.